Manufacturer narrative:
Block b3: exact date unknown, event occurred last year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent lead revision procedure. The patient was doing postoperatively. The explanted device was discarded per facility policy.